Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4) - ileus. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic surgery with the insertion of a jejunostomy tube, sub q port insertion and an esophageal biopsy on (B)(6) 2011 and suture was used for closing the peritoneum and fascia. Five days post operatively, the patient developed an ileus, abdominal distension and an incisional hernia. The patient returned to surgery for an exploratory laparotomy and incisional hernia repair. During the procedure, it was found that all the sutures were broken from the first surgery. No bowel obstruction was noted. The suture was used for a 3 inch incision and the breakage was not where they were tied, but every stitch was broken. The family decided, after the 2nd surgery, not to provide further medical treatment only comfort care. The patient died 25 days post operatively.